Manufacturer narrative:
Information references the main component of the system and other applicable components is: product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of the clinical study. It was reported the reason for modification was a malfunction after the motor vehicle accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-oct-16. It was reported that the patient's lead was explanted and the customer did not want it analyzed. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the lead was explanted and replaced on (B)(6) 2017. The accident caused the device alignment/functioning.

Manufacturer narrative:
Other applicable components have been updated: product ID 977a260 (B)(4) implanted:(B)(6) 2016 product type lead product ID 977a260 (B)(4) implanted: (B)(6) 2016 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study. It was reported that the imaging on (B)(6)2017 revealed the lead migrated. A lead check done after the accident showed slight movement down of the leads from their original position. The event resulted in an emergency room visit and intervention. It was reported that the lead was repositioned on (B)(6)2017. The event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the etiology indicated the relationship to the event to the device or therapy was related, but not related to the implant procedure. Lead dislodgement was also reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted:(B)(6) 2017, product type lead.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. Information was reported that a patient got into a car accident and subsequent stimulation changed. When healthcare provider (hcp) did revision he noticed the lead was down by half a vertebral body. Hcp eventually had to use a new lead. No further complications were reported. No additional patient symptoms were reported.